Manufacturer narrative:
On an unreported date, the patient experienced a peritoneal dialysis (pd) catheter infection (non-baxter product) which led to the previously reported peritonitis event. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Treatment for the pd catheter infection was not reported. On an unknown date, the patient was discharged from the hospital and on an unreported date, the antibiotic treatment was completed. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and pd therapy was ongoing. The outcome of the pd catheter infection was not reported. Upon further review of the additional information received, it has been determined that baxter pd disposable products are no longer considered suspect products in this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of peritonitis was not reported. It was not reported if the patient was hospitalized. Patient outcome and action taken with therapy was not reported. No additional information is available.